Event description:
It was reported that after 2 minutes of tissue removal, the top portion of the inner housing broke off. It was further reported that the broken portion fell into the posterior compartment of the knees. Further, to remove the breoken section, extended the case 45 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.